Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise that was being oversensed that resulted in the patient receiving inappropriate shocks. Subsequently, this system was explanted and replaced with a transvenous system. The system is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise that was being oversensed that resulted in the patient receiving inappropriate shocks. Subsequently, this system was explanted and replaced with a transvenous system. The system is expected to be returned for analysis. No additional adverse patient effects were reported.